Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this patient went to the emergency room following a syncopal episode. A device interrogation was done which showed potential loss of capture and rising thresholds. A boston scientific sales representative was called and stated that the patient was exciting intermittent capture and optimized some settings to increase output and alleviate any symptoms. It is believed that the patients frequent premature ventricular contractions were being measured when they shouldn't have been. All other measurements were stable. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
Additional information was received stating this lead was subsequently removed from service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.